Event description:
It was reported that the patient suffered from recurrent pocket pain. Fluoroscopy was inconclusive. At explant, insulation damage with externalized conductors was found at two locations. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two portions. Analysis noted internal insulation abrasion at 13.0 to 14.5cm, 15.0 to 15.4cm, and 33.0 to 34.6cm from the distal tip. The etfe insulation was intact in these locations.